Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. No product will be returned for evaluation.

Event description:
The patient reported experiencing elevated blood glucose of up to 300 mg/dl due to the infusion set leaking insulin after a large bolus. The patient changed the infusion set and bolused through the infusion device to lower blood glucose. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.